Event description:
It was reported in received clinic notes that the pt began experiencing an increased in seizures, and would likely need the vns generator replaced. No other clarification regarding the cause of the issue was given. Attempts for further info from the pt's treating neurologist have been unsuccessful to date.